Manufacturer narrative:
Updated fields: a2, a3a, a4, b7, d4, d9, d10, g3, g6, h2, h3, h4, h6, h11. Additional information has been received for incident occurring on (B)(6) 2024: 1. What revision/medical intervention was performed after csf leak occurred? Answer: hospitalization for observation. 2. How much csf leaked during the incident (if an exact amount cannot be provided, please provide an approximate amount: small amount, moderate, etc.)? Answer: moderate. 3. Was the patient moved, or being moved at the time of the incident? Answer: unknown. 4. Please provide patient outcome answer: expected outcome for which surgery was performed. 5. What type of procedure was duragen used for? Answer: suboccipital crani for microvascular decompression. 6. The timeframe of implant date to incident date. Answer: unknown. 7. Details surrounding the intra-operative procedure answer: the microscope was removed; the dura was reapproximated with interrupted 4-0 nurolon's. Epidural bleeding was controlled with thrombin-soaked gelfoam. A small duragen was laid over the dura, and the bone flap was repleted using a large bur hole cover and a small dog bone. Titanium screws were used to fix the bone flap to the skull. Additional vistaseal was now sprayed underneath the cranioplasty. The entire wound was now copiously irrigated with lr. We closed in layered fashion. 8. Surgical technique (sterile, documented surgical class as clean procedure). 9. Any concomitant devices (i.e. Surgical sealants) used. Answer: vistaseal. Investigation findings: duragen plus dural regeneration matrix (dp5013) was not returned for evaluation for the units involved in the six (6) cases reported. According to the complaint information no product will be returned and the product with the same lot number was removed from circulation. Also, no photo showing the reported condition and/or product was provided; thus, the reported lot number cannot be confirmed either. However, an investigation of retained samples was performed: device history record (DHR) review - the DHR was reviewed, and no anomalies were found during the manufacturing and packaging process that could be related to the reported condition. Retained sample failure analysis - five (5) units were visually inspected. The dispenser box and contents were in good condition, tray sealing area was complete in each unit, no defects were observed on any of the five (5) sponges, and no foreign material presence was observed. Retained sample medical assessment - a medical assessment was performed to evaluate the possible relation between the reported event and product use and concludes as follows: ¿there is insufficient information to conclude whether the reported adverse event of cerebrospinal fluid (csf) leak post-surgery was due to the duragen plus. The reported complaints lack detailed patient and event information, including the timeframe of implant date to incident date, patient¿s relevant medical history, details surrounding the intra-operative procedure, surgical technique, and any concomitant devices (i.e. Surgical sealants) used. Further information has been requested by the complaints department but to date, no additional response has been received from the customer.¿ retained sample root cause - based on the available information, there is insufficient information to conclude whether the reported adverse events of cerebrospinal fluid (csf) leak post-surgery were due to the duragen plus. All reports are from a common source which may suggest that the situation may be technique and/or user related. For now, integra will continue to monitor for possible recurrence for trending purposes and to evaluate if any actions are required in the future. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This report is 3 of 3 and linked to mfg report numbers 1121308-2025-00011 and 1121308-2025-00013: a facility reported that 3 dura leaks (csf leakage) with the same lot number of the duragen plus dural regeneration matrix (dp5013) occurred post surgery. No product has been removed from patients, but product with the same lot number has been removed from circulation.